Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ the right-sided device is not seen within the fallopian tube") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included renal cyst excision, ovarian cyst, obesity, retroverted uterus, endometriosis and perineal pain. Concomitant products included antibiotics since (B)(6) 2016 and clarithromycin (macrobin) for abdominal pain, nausea, vomiting and hemorrhagic cystitis and prednisone for chronic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), pain ("chronic pain on opiates"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced haematuria ("hematuria"), dysuria ("dysuria"), urinary retention ("urinary retention") and peripheral swelling ("severe swelling of extremities/ extremity pain with swelling/ pain and swelling in arm and legs"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("bladder infection") and pain in extremity ("extremity pain with swelling/pain and swelling in arms and legs."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, haematuria, dysuria, urinary retention and pain outcome was unknown and the dysmenorrhoea, abdominal pain, back pain, peripheral swelling and pain in extremity had resolved. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dysuria, haematuria, menorrhagia, pain, pain in extremity, peripheral swelling, urinary retention, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery on (B)(6) 2011, she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy peritoneum - on (B)(6) 2011: peritoneal biopsy, endometriosis, failed essure. Ultrasound scan vagina - on (B)(6) 2011: left side seen but right side not seen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- "abdominal pain, back pain, pain and severe swelling of extremities/ extremity pain with swelling/ pain and swelling in arm and legs". Event-"the right-sided device is not seen within the fallopian tube" clubbed to event- device dislocation". Reporter information, medical history, concomitant drug, lab data, height, events onset date, events outcome was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included renal cyst excision, ovarian cyst, obesity and retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), haematuria ("hematuria"), dysuria ("dysuria"), urinary retention ("urinary retention") and opiates ("chronic pain on opiates"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, haematuria, dysuria, urinary retention and opiates outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dysuria, haematuria, menorrhagia, opiates, urinary retention, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, dysmenorrhea (cramping), hematuria, dysuria, urinary retention, chronic pain on opiates", concomittant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ the right-sided device is not seen within the fallopian tube') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica and swelling of eyelid. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2011. Concurrent conditions included renal cyst excision, ovarian cyst, obesity, retroverted uterus, endometriosis, perineal pain, swelling arm, edema of lower extremities, breast lump, nipple pain and asthma. Concomitant products included antibiotics since (B)(6) 2016 and clarithromycin (macrobid) for abdominal pain, nausea, vomiting and hemorrhagic cystitis, prednisone for chronic pain as well as citalopram since 2014 and ferrous sulfate since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), pain ("chronic pain on opiates"), abdominal pain ("abdominal pain"), back pain ("back pain") and peripheral swelling ("severe swelling of extremities/ extremity pain with swelling/ pain and swelling in arm and legs"). In (B)(6) 2016, the patient experienced haematuria ("hematuria") and dysuria ("dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary retention ("urinary retention"), pain in extremity ("extremity pain with swelling/pain and swelling in arms and legs./severe swelling of extremities") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, pain and bladder disorder outcome was unknown and the pelvic pain, dysmenorrhoea, haematuria, dysuria, urinary retention, abdominal pain, back pain, peripheral swelling and pain in extremity had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dysuria, haematuria, menorrhagia, pain, pain in extremity, pelvic pain, peripheral swelling, urinary retention, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery on (B)(6) 2011- she performed tubal ligation surgery. Insertion details, specify yes, (B)(6) 2011 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy peritoneum - on (B)(6) 2011: peritoneal biopsy, endometriosis, failed essure. Ultrasound scan vagina - on (B)(6) 2011: left side seen but right side not seen. Pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received - new event bladder disorder was added, event outcome of pelvic pain, hematuria, dysuria, urinary retention was updated from unknown to recovered resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.